Manufacturer narrative:
(B) (4) patient selection. (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: none. Time of device issue: after vessel closure. Adverse event: retroperitoneal bleed, hypotension. It was reported that a physician in-training in the use of the prostar xl device achieved arteriotomy closure of a heavily calcified superficial femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, the patient became pale and the "blood pressure fell down to 30." An angiogram revealed the presence of abdominal bleeding. Exploratory surgery revealed that there was a puncture in the (tunica) externa of the vessel. The vessel was surgically repaired and sutured to achieve hemostasis. In addition, a blood transfusion was provided and an unspecified medication was administered "to get the blood pressure up." It was believed that the puncture in the (tunica) externa of the vessel was not caused by the prostar xl, but punctured by the catheter or sheath because of the location of the puncture and the soft structure of the prostar xl device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.